Event description:
It was reported that the customer went through the load process and pressed the unlock button on the pump screen indicating that a cartridge was installed when the cartridge was not yet installed. A cartridge alarm occurred followed by a malfunction alarm. Customer's blood glucose level was not impacted. During troubleshooting with tandem's technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.

Manufacturer narrative:
Per tandem's t:flex user guide: "remove the used cartridge and install a filed cartridge. Tap unlock icon when completed." No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.